Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, on the colon when on end to end anastomosis, the device did not cut the tissue. The physician said the tactile feedback was different with firing, they could only feel the squeezing of the tissue, but not the usual cutting feedback at the handle. Extra time was required to carry out colonoscopy to confirm anastomosis site. After firing the device, the staples were formed, but the blade did not come out. The device was removed first, after realizing the blade did not cut at all, the device was reinserted again, and fired again to cut doughnuts and to complete the case.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The anvil cutting ring showed shallow traces of knife impression and the ring was received partially severed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, on the colon when on end to end anastomosis, the device did not cut the tissue. The physician said the tactile feedback was different with firing, they could only feel the squeezing of the tissue, but not the usual cutting feedback at the handle. Extra time was required to carry out colonoscopy to confirm anastomosis site. After firing the device, the staples were formed, but the blade did not come out. The device was removed first, after realizing the blade did not cut at all, the device was reinserted again, and fired again to cut doughnuts and to complete the case.